Manufacturer narrative:
Device has been received and will be sent to the manufacturing site for a complete investigation.

Event description:
Monitor used with provu blade and handle, cable and blade were changed. Monitor continued to show blue screen with 3 options during intubation. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.